Event description:
The distributor reported on behalf of the customer that the device, 00702114100, 1.5mm ultrapower bur, wire pass, was being used during an unknown procedure on (B)(6) 2022 when it was reported ¿ultrapower bur wire pass was broken during brain surgery to open a bone hole in the skull.¿ further assessment questioning found that the device did fragment and was retrieved using ¿something like forceps¿. The procedure was completed with an alternate ¿backup product¿. The patient's current status was reported as "there is no particular problem with the patient". There was no report of injury, medical intervention or extended hospitalization for the patient this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿bur broken during surgery¿ is confirmed. Visual examination of the returned used bur found it broken off at the shaft etch line. Broken piece was returned for evaluation and found to be 0.630 inches long. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 17 devices, for this device family and failure mode. During this same time frame 437,049 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00004. Per the instructions for use, the user is advised the following: always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. The instructions for use also advises the user to not use burs for plunger cutting. Damage or injury may occur. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, 00702114100, 1.5mm ultrapower bur, wire pass, was being used during an unknown procedure on (B)(6) 2202 when it was reported ¿ultrapower bur wire pass was broken during brain surgery to open a bone hole in the skull.¿ further assessment questioning found that the device did fragment and was retrieved using ¿something like forceps¿. The procedure was completed with an alternate ¿backup product¿. The patient's current status was reported as "there is no particular problem with the patient". There was no report of injury, medical intervention or extended hospitalization for the patient this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.